Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the hub came off the catheter during the cutting process. As a result, the left ventricular (lv) lead pulled back slightly. As the patient had a difficult anatomy and acceptable lead measurements were still obtained, no changes were made to the lv lead. No adverse patient effects were reported.